Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up, it was noted that the device was not inspected upon receipt from olympus, it was just placed in the washer. The clinical team then performed pre-checks prior to use. It was further noted that the device was reprocessed and placed in a drying cabinet prior to sending it back to olympus. Although it was confirmed that a white crystalized foreign material was found in the air/water channel, the specific material could not be conclusively identified. It was believed that it may be an anti foaming agent (simethicone) but the user confirmed they only put sterile water into the water container. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from instructions for use (IFU) regarding reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU. "Chapter 3 preparation and inspection" shows how to detect the event. "Chapter 5 reprocessing the endoscope" shows how to prevent the event. Section 3.8 inspection of the endoscopic system forbids use of other than sterile water for water container as follows: "warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was contamination in the air and water channels. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to contamination in the air and water channels, additional findings are as follows: the light cover glasses and light transmission-condition had fluid evident; the light cover glasses and the optical cover glass adhesive was pitted; the distal end cap and biopsy channel was leaking; the switch had a hole in the button; and the light output had reduced light output. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.